Event description:
Patient presented to the physician with the ipg flipping within the pocket, causing pain. Physician brought the patient into the or, removed scar tissue from the ipg site, and closed.